Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without further complication. The healthcare facility has confirmed that there was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage our review of production records for the rayone toric rao610t batch 094250968 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 094250968. It is not possible from the infromation available to determine the root cause of the damage to the optic following implantation.

Event description:
On 6th march 2026, rayner received notification from its distributor in (B)(4) of an event that occurred during use of a rayone toric rao610t. The event description provided states that a crack in the optic was observed immediately following implantation into the eye necessitating lens explantation and exchange.